Manufacturer narrative:
(B)(4). The stent remains in the vessel. The device delivery system was returned for analysis. The stent dislodgement was able to be confirmed. Based on a visual inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the complaint database revealed no other similar incidents reported from this lot. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that during a procedure of the right coronary artery (rca) the 4.0 x 15 mm xience v stent delivery system (sds) was advanced without resistance or device interaction but when it reached the lesion it was noted the stent area did not appear 'dark'. A search of the anatomy was performed and the dislodged stent implant was located in the profunda. After a failed attempt to snare the stent it was fully deployed in the profunda without reported adverse patient sequela. A 4.0 x 15 mm xience v stent was implanted in the target lesion without issue. There was no reported issue with resistance during advancing or removal with either device. There was no reported clinically significant delay in the procedure. No additional information was provided.